Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: surgeon implanted prodisc l implant, size l, 6'' (3'' superior plate and 3'' inferior plate) at l3/4 on (B)(6) 2013. There were no issues with the insertion of the implant. As the surgeon went to close, he noticed that a neuro patty had become stuck between the implant and the endplate. He removed the implant without difficulty and when he reinserted the implant, it was upside down. When this was discussed he stated that he was happy to continue to inert the implant. He also discussed the fact that he did not want to compromise the vertebra with excessive hammering if he removed it again, when placing the implant and risk the potential of fracturing the vertebra. X-rays were taken in ap and lateral. Photos were also taken of these x-rays. The procedure was completed successfully and patient progress will be assessed in a few days. The surgeon was satisfied and also discussed studies that had been competed with the insertion of these implants in the opposite orientation. Surgeon did not re-orientate the implants. This report is on the polyethylene inlay. This is 2 of 3 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The part was implanted and no further investigation can be completed.